Manufacturer narrative:
B5: low vault with rotation and refractive surprise was reported. Lens was exchanged on (B)(6) 2023 for a longer length lens. Problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.5/4.5/89(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Low vault with rotation was observed. Cause of the event was reported as the device. The reported stated, "size is too small and lens started to rotate." The problem was not resolved. Reportedly, "lens got rotated of around 30 degrees. Measured refraction was s+1.25 c-2.50. Larger lens is already ordered. Lens will be replaced once the lens arrives the clinic."